Event description:
The manufacturer representative reports the old catheter was replaced due to occlusion. No symptoms were reported. Additional information has been requested, but was not available on the date of this report.